Event description:
Reportedly, the device continuously prompted connect electrodes and an analysis of pt rhythm could not be performed as a result. The pt was not resuscitated but the reporter expressed the belief that alleged failure did not contribute to the pt outcome, due to a leak of pt viability at time of arrival on scene.